Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicate the patient had diaphragmatic stimulation, so this lv lead was removed. No additional adverse patient effects were reported.